Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5059214, model/ catalog description: infinion cx lead kit, 70cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent lead replacement procedure. No device malfunction was suspected.